Event description:
Customer tested at 8:30 pm with a result of 23.8 mmol/l and took 20 units novorapid and 26 units of lantus at that time. Customer tested at 9:30pm with a result of 24.9 mmol/l and took an additional 20 units of novorapid. At 10:30pm, customer tested 23.6 mmol/l and at 11:30pm, 21.9 mmol/l. At 12:15am, customer reportedly obtained results of 24.2 mmol/l while feeling shaky. The paramedics were called and tested customer 12:45am with a result of 1.4 mmol/l. Customer was given glucose and admitted to the hospital, testing 1.7 mmol/l on the hospital device. Customer also reports receiving insulin during hospital stay. Requested return of suspect system and replacement was sent. All results, aside from 1.4 mmol/l and 1.7 mmol/l, were obtained on the advantage system.

Manufacturer narrative:
Event occurred in another country.